Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the clinic with the device alarming due to high impedance on the defibrillation coil of the right ventricular (rv) lead. The impedance has been slowly increasing. It was noted that the patient recently has had an increase in water weight and potassium is very low to the point they are going to admit them. The alert setting was adjusted and the lead remains in use. No patient complications have been reported as a result of this event.